Manufacturer narrative:
Product analysis : confirmed the customer comment that software was unable to download. The electrocardiogram (ECG) connector was loose. The programmer was scrapped as unrepairable due to excessive corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to download the most recent software update. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.